Event description:
The universal drill was sent for evaluation due to overheating during a procedure. The case was successfully completed without any procedure delay. There were no adverse consequences associated with the device. During failure analysis it was noted that the device ran without user activation and displayed a bias current error.

Manufacturer narrative:
The engineering technician noted that the handpiece was displaying a bias-current warning on the console, and noted the socket pins were corroded. A bias-current warning is a protective measure which allows the console to detect conditions which are known to cause run-on. According to a review of the risk documents, the device can lose connection to the console if the socket pins are damaged. Therefore, it is likely the observed failure was caused by the damaged socket pins. The engineering technician was unable to confirm the reported event of heat due to a bias-current warning preventing the handpiece from running.